Event description:
Information presented at the association for research in vision and ophthalmology [arvo], may 2-6, 2010, by an optometrist, indicated 45 patients with corneal infiltrative events following the use of this product. The optometrist reported the patients presented with acute pain, redness, photophobia, corneal infiltrates, and decreased vision. He noted the infiltrates appeared central and numerous. He stated 20 eyes had visual acuity loss of 20/40 or greater with 6 or more infiltrates and conjunctival redness grade 2+. He stated 6 eyes had 2+ anterior chamber reactions with 3 or more infiltrates. He reported the patients' symptoms have resolved with the treatment of corticosteroids and artificial tears. On 12/03/2010, additional information was received from the optometrist stating since 2008 to the present, he now has approximately 60 patients with corneal infiltrative events following the use of this product and silicone-containing hydrogel contact lenses. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: no lot code or sample was provided by the customer. No further evaluation can be conducted at this time. This does not appear to be a reportable malfunction. No root cause could be determined. Additional information was requested via phone on 11/22/2010 and 12/03/2010; via fax on 11/22/2010; and via mail on 11/22/2010. (B)(4).